Event description:
It was reported that the patient was going in 3 days for another urine test. The patient kept getting urinary infections. The patient had a return of urinary symptoms on and off since last year. The patient was hoping to meet with the manufacturer representative to check the implant. The patient was told that the implant needed to be replaced this year, but the health care provider (hcp) said the battery didn¿t need replacement yet. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported their symptoms had returned, which affected their quality of life, where they "could not leave and had chronic bathroom issues. The ins and lead were replaced to resolve the issue. The patient did not know if the ins was a t normal battery depletion or not. They noted since they got their new ins, they have slept all night without having to go to the bathroom or wetting the bed. They had not taken any pain medication, only tylenol.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient suffered from urinary problems for over 12 years and had been through so much that they gave up until they found an hcp who recommended the device. Before the device the patient had to go to the bathroom every 10 to 15 minutes and they could not go out anywhere. The patient's spouse asked the hcp if the patient was emptying their bladder and the hcp checked and said yes. The patient's symptoms improved 500 percent after the patient only went to the bathroom once or twice a day and slept through the night. The patient had a loss of therapeutic effect in 2014 and met with a manufacturer representative at the hcp's office on (B)(6) 2015. The patient could not be around anyone running water or washing dishes and practically had to live in the bedroom to be close to the bathroom and was house bound. The main problem was that the next time they had to go to the bathroom they flooded their clothes and the pad before they had to go. The patient used at least 3 of the longest extended overnight pads. The patient used 2 to 3 pairs of underwear and pads every night and it disrupted their sleep when they had to change and didn's feel good the next day. The patient had been at the hcp's 3 times and met with a manufacturer representative. They used the clinician programmer and said the implantable neurostimulator (ins) was still working. On (B)(6) 2015 the patient was told 1 of the 4 leads wasn't working and they programmed around it. They had reset the device and done everything they told the patient. The patient asked if the lead got damaged somehow could that cause the issue. The patient was concerned that they had been trying to address the issue for over a year and had been trying to make them understand that it was time to change the battery. The patient wanted their hcp to change the ins and was frustrated when they were not listening. In (B)(6) it would be 5 years since the patient had it installed. The patient programmer did not show any messages of a low battery. Otherwise the patient would go back to find a different hcp for replacement. The patient's current hcp did not put the device in. Everyone asked the patient if they had any falls and the patient didn't have any falls. The patient walked with a medical rollator and never walked without assistance. The patient was between 1.3v and 1.6v. The patient had to go to the bathroom and after that was going to increase. If that didn't help they would call back to change the program in 4 days. It was later reported that the manufacturer representative was not at the appointment on (B)(6) 2015. All of the hcp's nurses were trained so the patient may have very well seen the hcp or one of the residents or nurses. The manufacturer representative was not aware of the patient's issues.

Manufacturer narrative:
(B)(4). Medical safety assessed possible urinary tract infections (utis) described by the patient. The patient notes that she has suffered from urinary problems for over 12 years prior to the implant of the interstim therapy device. The events in this case, including a potential uti are assessed as not related to the device or therapy but instead related to the patients pre-existing medical history.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v466367, implanted: (B)(6) 2010, product type: lead. (B)(4).